Event description:
It was reported that a patient was hospitalized for a revision surgery on (B)(6) /2014 to replace a cls insert. It was reported that during the surgery, the new implant cls cup insert 32/52 was impossible to insert into the existing cup. It was reported that the surgeon decided to put the old insert back in place. The surgery was completed with the old insert with a 60 minute delay.

Manufacturer narrative:
The manufacturer did not receive the device for investigation as it was lost in the hospital. A lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and an investigation result be available, an amended medical device report will be submitted. (B)(4). Note: important wear of the first insert leading to the revision surgery was reported under (B)(4).